Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. No reservoir alarm, low reservoir alarm and empty reservoir alarm functioned properly. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump communicated properly with the blood glucose meter and the numbers transfer from the meter matched the numbers appear on the insulin pump. The insulin pump had cracked case at the display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer's blood glucose was over 600 mg/dl at the time of incident. The customer stated that they were wearing the insulin pump during hospitalization. The insulin pump will be returned for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.